Event description:
It was reported the pt is no longer feeling stimulation in the correct area. It was also reported the doctor took x-rays on (B)(6) 2012 and is appears the lead appears to have migrated. The system is still delivering stimulation, but not in the necessary areas. It was reported a revision will be scheduled but no date has been set.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.